Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and failed. A review of the share logs was performed and signal loss over 1 hour was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.